Event description:
The reporter stated that the product was used on a skin donor site at the right thigh. Muscle had been transferred to the left shin. Infection was later observed at the site where the product was used. Integra had requested add'l clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation was initiated based upon the reported info. A review of the device history records showed no anomaly. Failure analysis could not be performed as no product was returned. No corrective action is considered to be required. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.